Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while wearing the pod between 5 to 24 hours, the patient¿s blood glucose level increased to 28.1 mmol/l (505 mg/dl). Upon removal of the pod from the leg infusion site, the cannula was found to be bent. The patient also reported administering meal boluses around 5:00 pm and again around 8:00 pm. As treatment, a new pod was placed.